Manufacturer narrative:
Received one (1) used. List #011-mc3316, 6" (15cm) appx 0.33ml, smallbore bifuse ext set w/2 microclave¿ clear, 3 clamps, rotating luer; lot #14364097. The reported complaint of a leak could be confirmed. The returned sample was returned with a stick down on one of the microclaves. The stick down would lead to a leak. The probable cause is from inconsistent lubrication during assembly. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on 11/24/2025.

Manufacturer narrative:
The device is available for evaluation; however, it has not yet been received.

Event description:
The event involved an email was received regarding a 6" (15cm) appx 0.33ml, smallbore bifuse ext set w/2 microclave¿ clear, 3 clamps, rotating luer where the customer reported that while the patient's administration line was being flushed with saline solution, they complained because they felt moisture. The customer observed that the saline was leaking from the other connector of the bifurcated extension, which was not clamped and was not connected, and the connector had the silicone retracted backwards. There was patient involvement but harm was not reported as a consequence of this event.